Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4) during the europcr 2018 presentation, ¿when savr rescues tavr", during the implant of a 29mm sapien 3 valve by transfemoral approach, the valve could not be loaded correctly on the balloon after the difficult passage of the aortic s-curve. A strut of the prosthesis was thought to be entangled with the balloon, leading to displacement of the balloon catheter and balloon rupture during valve deployment. It was not possible to retrieve the valve through the initial vascular access. The sapien 3 prosthesis was snared towards the ascending aorta. The valve was removed by opening of the cross clamp via aortotomy in trendelenburg position. The patient also had a ventricular perforation in the apex region. The perforation was closed with 4.0 polypropylene sutures and large opposing patch-strips. The procedure was converted to open surgery and a 27mm intuit valve was implanted. The patient was discharge in 32 days after surgery and the four month follow-up was uneventful. The patient had significant tortuosity of the descending aorta.

Manufacturer narrative:
It was found during internal review that the complaint events were previously captured and reported under manufacturer report number 2015691-2017-03216 and 2015691-2017-03217. The investigation of the events will remain under the original reports. Therefore, a corrected supplemental report is being submitted.